Manufacturer narrative:
A.5 ethnicity is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient had gastrointestinal bleeding (gi bleed). The issue was successfully managed by turning off heparin and removing it from the purge. The patient was successfully weaned and the device explanted. The patient survived the procedure.